Event description:
N95 respirator masks lot # b20020 was reported to the storeroom and asked to be replaced as the masks are ill fitting, elastic too loose causing improper fit and therefore placing staff at increased risk at contracting covid. FDA safety report ID# (B)(4).